Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 370 (mg/dl) and ketones. Customer administered a bolus to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.